Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances. No adverse patient effects were reported. The physician will likely replace the rv lead with a competitor product. All available information indicates that the lead remains in service.